Manufacturer narrative:
Correction following request of FDA and reported with this fu: - product code changed in lxh. Before it was wrongly inserted lhx..

Manufacturer narrative:
Batch review performed on 4 january 2024 lot 2259675: 27 items manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, 3 similar events have been reported on the same lot during the period of review. Analysis performed by r&d manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Event description:
The anti-rotational insert of the trial offset broke. The offset trial and the stem were blocked in the intramedullary canal. The broken part was removed and the surgery was completed successfully.